Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 38-year-old patient who had essure (batch no. 627282) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she had no conducted any essure confirmation test ". The patient's past medical history included gravida ii and parity 2. No dysplasia or carcinoma identified and no dysplasia or carcinoma identified. In (B)(6), the patient experienced bladder disorder ("bladder or urinary problems or changes,"), urinary tract disorder ("bladder or urinary problems or changes,"), fatigue ("fatigue") and vomiting ("gastrointestinal or digestive system condition, type: vomiting,"). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), headache ("migraines / headaches,"), migraine ("migraines / headaches,") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2011, the patient experienced device expulsion ("migration of essure device location of device: located in the fundus of the uterus,"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), nausea ("nausea"), weight increased ("weight gain / loss specify which one: weight gain / loss specify which one:"), diarrhoea ("diarrhea"), constipation ("constipation"), arthralgia ("joint "), bladder pain ("bladder ") and vulvovaginal pain ("vaginal "). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, nausea, dyspareunia, weight increased and vomiting had resolved, the female sexual dysfunction, bladder disorder, urinary tract disorder, device expulsion, fatigue, diarrhoea, constipation, arthralgia, bladder pain and vulvovaginal pain outcome was unknown and the headache and migraine had not resolved. The reporter provided no causality assessment for device expulsion with essure. The reporter considered arthralgia, bladder disorder, bladder pain, constipation, diarrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, migraine, nausea, pelvic pain, urinary tract disorder, vomiting, vulvovaginal pain and weight increased to be related to essure. The reporter commented: on (B)(6) 2011, hysterectomy with unilateral salpingectomy unilateral oophorectomy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-sep-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pain") and endometrial ablation ("ablation") in a 38-year-old female patient who had essure (batch no. 627282) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she had no conducted any essure confirmation test/essure confirmation test(s) conducted, specify: no". The patient's medical history included gravida ii and parity 2. No dysplasia or carcinoma identified and no dysplasia or carcinoma identified. In 2008, the patient experienced bladder disorder ("bladder or urinary problems or changes/bladder or urinary problems or changes,"), urinary tract disorder ("bladder or urinary problems or changes,"), fatigue ("fatigue/fatigue") and vomiting ("gastrointestinal or digestive system condition, type: vomiting/gastrointestinal or digestive system condition, type: vomiting"). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)/apareunia (inability to have sexual intercourse),"), headache ("migraines / headaches/migraines / headaches"), migraine ("migraines / headaches/migraines / headaches,") and dyspareunia ("dyspareunia (painful sexual intercourse)/dyspareunia (painful sexual intercourse)"). On (B)(6) 2011, the patient experienced device expulsion ("migration of essure device location of device: located in the fundus of the uterus/migration of essure device location of device"), 3 years 3 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), nausea ("nausea/nausea"), diarrhoea ("diarrhea/gastrointestinal or digestive system condition type: diarrhea"), constipation ("constipation/gastrointestinal or digestive system condition type: constipation"), arthralgia ("joint/joint pain"), bladder pain ("bladder ") and vulvovaginal pain ("vaginal"), underwent endometrial ablation (seriousness criterion medically significant) and was found to have weight increased ("weight gain / loss specify which one: weight gain / loss specify which one:/eight gain / loss specify which one: weight gain 40lbs"). The patient was treated with surgery (salpingectomy (one side), oophotectomy (one side), ablation, hysterectomy full). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, nausea, dyspareunia, weight increased and vomiting had resolved, the endometrial ablation, female sexual dysfunction, bladder disorder, urinary tract disorder, device expulsion, fatigue, diarrhoea, constipation, arthralgia, bladder pain and vulvovaginal pain outcome was unknown, the headache was resolving and the migraine had not resolved. The reporter provided no causality assessment for device expulsion with essure. The reporter considered arthralgia, bladder disorder, bladder pain, constipation, diarrhoea, dyspareunia, endometrial ablation, fatigue, female sexual dysfunction, headache, migraine, nausea, pelvic pain, urinary tract disorder, vomiting, vulvovaginal pain and weight increased to be related to essure. The reporter commented: on (B)(6) 2011, hysterectomy with unilateral salpingectomy unilateral oophorectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.1 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Outcome of the events were updated. Removal surgery was updated. Essure insertion date updated. Incident: we received a lot number sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 38-year-old patient who had essure (batch no. 627282) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she had no conducted any essure confirmation test." The patient's past medical history included multigravida and parity 2. No dysplasia or carcinoma identified and no dysplasia or carcinoma identified. In 2008, the patient experienced bladder disorder ("bladder or urinary problems or changes,"), urinary tract disorder ("bladder or urinary problems or changes,"), fatigue ("fatigue") and vomiting ("gastrointestinal or digestive system condition, type: vomiting,"). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), headache ("migraines / headaches,"), migraine ("migraines / headaches,") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2011, the patient experienced device expulsion ("migration of essure device location of device: located in the fundus of the uterus,"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), nausea ("nausea"), weight increased ("weight gain / loss specify which one: weight gain / loss specify which one:"), diarrhoea ("diarrhea"), constipation ("constipation"), arthralgia ("joint "), bladder pain ("bladder ") and vulvovaginal pain ("vaginal "). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, nausea, dyspareunia, weight increased and vomiting had resolved, the female sexual dysfunction, bladder disorder, urinary tract disorder, device expulsion, fatigue, diarrhoea, constipation, arthralgia, bladder pain and vulvovaginal pain outcome was unknown and the headache and migraine had not resolved. The reporter provided no causality assessment for device expulsion with essure. The reporter considered arthralgia, bladder disorder, bladder pain, constipation, diarrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, migraine, nausea, pelvic pain, urinary tract disorder, vomiting, vulvovaginal pain and weight increased to be related to essure. The reporter commented: on (B)(6) 2011, hysterectomy with unilateral salpingectomy unilateral oophorectomy. Most recent follow-up information incorporated above includes: on 7-sep-2018: plaintiff fact sheet and mr, new reporter, patient relevant information, lab data, patient demographic information, essure indication, start stop date and apareunia (inability to have sexual intercourse), bladder or urinary problems or changes, migraines / headaches,migration of essure device location of device: located in the fundus of the uterus, salpingectomy (bilateral removal of fallopian tubes), nausea, dyspareunia (painful sexual intercourse), fatigue, weight gain / loss specify which one:weight gain, gastrointestinal or digestive system condition, type: vomiting, diarrhea and constipation were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('migration or perforation - yes'), pelvic pain ('pain/pain') and endometrial ablation ('ablation') in a 38-year-old female patient who had essure (batch no. 627282) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she had no conducted any essure confirmation test/essure confirmation test(s) conducted, specify: no". The patient's medical history included gravida ii and parity 2. No dysplasia or carcinoma identified and no dysplasia or carcinoma identified. In 2008, the patient experienced bladder disorder ("bladder or urinary problems or changes/bladder or urinary problems or changes,"), urinary tract disorder ("bladder or urinary problems or changes,"), fatigue ("fatigue/fatigue") and vomiting ("gastrointestinal or digestive system condition, type: vomiting/gastrointestinal or digestive system condition, type: vomiting"). On (B)(6) 2008, the patient had essure inserted. In november 2008, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)/apareunia (inability to have sexual intercourse),"), headache ("migraines / headaches/migraines / headaches"), migraine ("migraines / headaches/migraines / headaches,") and dyspareunia ("dyspareunia (painful sexual intercourse)/dyspareunia (painful sexual intercourse)"). On (B)(6) 2011, the patient experienced device expulsion ("migration of essure device location of device: located in the fundus of the uterus/migration of essure device location of device"), 3 years 3 months after insertion of essure. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), nausea ("nausea/nausea"), diarrhoea ("diarrhea/gastrointestinal or digestive system condition type: diarrhea"), constipation ("constipation/gastrointestinal or digestive system condition type: constipation"), arthralgia ("joint/joint pain"), bladder pain ("bladder ") and vulvovaginal pain ("vaginal"), underwent endometrial ablation (seriousness criterion medically significant) and was found to have weight increased ("weight gain / loss specify which one: weight gain / loss specify which one:/eight gain / loss specify which one: weight gain 40lbs"). The patient was treated with surgery (ablation and salpingectomy (one side), oophotectomy (one side), ablation, hysterectomy full). Essure was removed on (B)(6) 2015. At the time of the report, the perforation, endometrial ablation, female sexual dysfunction, bladder disorder, urinary tract disorder, device expulsion, fatigue, diarrhoea, constipation, arthralgia, bladder pain and vulvovaginal pain outcome was unknown, the pelvic pain, nausea, dyspareunia, weight increased and vomiting had resolved, the headache was resolving and the migraine had not resolved. The reporter provided no causality assessment for device expulsion with essure. The reporter considered arthralgia, bladder disorder, bladder pain, constipation, diarrhoea, dyspareunia, endometrial ablation, fatigue, female sexual dysfunction, headache, migraine, nausea, pelvic pain, perforation, urinary tract disorder, vomiting, vulvovaginal pain and weight increased to be related to essure. The reporter commented: on (B)(6) 2011, hysterectomy with unilateral salpingectomy unilateral oophorectomy diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.1 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received: perforation nos was added as a event. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('migration or perforation - yes'), pelvic pain ('pain/pain') and endometrial ablation ('ablation') in a 38-year-old female patient who had essure (batch no. 627282) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she had no conducted any essure confirmation test/essure confirmation test(s) conducted, specify: no". The patient's medical history included gravida ii and parity 2. No dysplasia or carcinoma identified and no dysplasia or carcinoma identified. In 2008, the patient experienced bladder disorder ("bladder or urinary problems or changes/bladder or urinary problems or changes,"), urinary tract disorder ("bladder or urinary problems or changes,"), fatigue ("fatigue/fatigue") and vomiting ("gastrointestinal or digestive system condition, type: vomiting/gastrointestinal or digestive system condition, type: vomiting"). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)/apareunia (inability to have sexual intercourse),"), headache ("migraines / headaches/migraines / headaches"), migraine ("migraines / headaches/migraines / headaches,") and dyspareunia ("dyspareunia (painful sexual intercourse)/dyspareunia (painful sexual intercourse)"). On (B)(6) 2011, the patient experienced device expulsion ("migration of essure device location of device: located in the fundus of the uterus/migration of essure device location of device"), 3 years 3 months after insertion of essure. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), nausea ("nausea/nausea"), diarrhoea ("diarrhea/gastrointestinal or digestive system condition type: diarrhea"), constipation ("constipation/gastrointestinal or digestive system condition type: constipation"), arthralgia ("joint/joint pain"), bladder pain ("bladder ") and vulvovaginal pain ("vaginal"), underwent endometrial ablation (seriousness criterion medically significant) and was found to have weight increased ("weight gain / loss specify which one: weight gain / loss specify which one:/eight gain / loss specify which one: weight gain 40lbs"). The patient was treated with surgery (ablation and salpingectomy (one side), oophotectomy (one side), ablation, hysterectomy full). Essure was removed on (B)(6) 2015. At the time of the report, the perforation, endometrial ablation, female sexual dysfunction, bladder disorder, urinary tract disorder, device expulsion, fatigue, diarrhoea, constipation, arthralgia, bladder pain and vulvovaginal pain outcome was unknown, the pelvic pain, nausea, dyspareunia, weight increased and vomiting had resolved, the headache was resolving and the migraine had not resolved. The reporter provided no causality assessment for device expulsion with essure. The reporter considered arthralgia, bladder disorder, bladder pain, constipation, diarrhoea, dyspareunia, endometrial ablation, fatigue, female sexual dysfunction, headache, migraine, nausea, pelvic pain, perforation, urinary tract disorder, vomiting, vulvovaginal pain and weight increased to be related to essure. The reporter commented: on (B)(6) 2011, hysterectomy with unilateral salpingectomy unilateral oophorectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.1 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jul-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove essure). Essure was removed in 2011. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.